Manufacturer narrative:
Continuation of d10: product ID 8784 serial# (B)(6) implanted: (B)(6) 2013 product type catheter product ID 8784 serial# (B)(6) implanted: (B)(6) 2019 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8784, serial/lot #: (B)(6), ubd: 26-apr-2015, UDI#: (B)(4) ; product ID: 8784, serial/lot #: (B)(6), ubd: 08-apr-2021, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the healthcare provider (hcp) via the company representative (rep) regarding a patient receiving intrathecal baclofen (gablofen) 1000mcg/ml at 187mcg/day via an implantable pump. It was reported that when doing normal elective replacement indicator (eri) replacement catheter snapped near sutureless connector. They replaced broke portion. It was intact before surgery, break occurred during dissecting the pocket and a new 8784 was added. The issue resolved at the time of this report.